Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the bed exit alarm is inoperative. The bed was located at the account in 7744. There was no patient/user injury reported. (B)(4).